Event description:
On (B)(6) 2012 customer reported that they were performing cup maintenance on the dxc 800 pro instrument when they received glucose module temperature errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument, removed the cup assembly and found that reagent was leaking in the heating block. Fse replaced the cup subassembly and set temperature dac for new cup. This resolved the temperature issue and the leak. No further problems were reported.

Manufacturer narrative:
Evaluation results: cup subassembly. (B)(4).